Event description:
A customer reported that the t:slim x2 pump battery was not charging despite using the appropriate tandem charging cable and wall adapter, and attempts with alternate equipment did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.